Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female], gynaecological problems [female reproductive tract disorder], unexplained progressive weight loss over several months, no loss of appetite, [weight loss] , joint pain [joint pain] , muscular pain [muscular pain] , tendinitis [tendinitis] , progressive deformation of the joints [joint deformity], digestive disorders such as alternating diarrhoea [diarrhoea] , digestive disorders such as alternating constipation [constipation] , very great tiredness / exhaustion [tiredness] , significant chilliness [chilliness] , memory disturbance [memory disturbance] , memory loss [memory loss] , gingivitis [gingivitis] , sight disorders [visual disturbances], headache [headache] , anaemia [anaemia] , digestive pain [gastrointestinal pain] , dermatological problems (itching) [itching] , dermatological problems (chilblains) [chilblains], impaired concentration [concentration impaired] , difficulty working and carrying out daily tasks, maintaining a sporting activity [impaired work ability] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 16-dec-2024. The most recent information was received on 08-jan-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and female reproductive tract disorder ("gynaecological problems") in a 55-year-old female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2008 she experienced pelvic pain (seriousness criterion medically important), female reproductive tract disorder (seriousness criterion medically important), arthralgia ("joint pain"), myalgia ("muscular pain"), tendonitis ("tendinitis"), joint deformity ("progressive deformation of the joints"), diarrhoea ("digestive disorders such as alternating diarrhoea"), constipation ("digestive disorders such as alternating constipation"), fatigue ("very great tiredness / exhaustion"), feeling cold ("significant chilliness"), memory impairment ("memory disturbance"), amnesia ("memory loss"), gingivitis ("gingivitis"), visual impairment (" sight disorders"), headache ("headache"), anaemia ("anaemia"), gastrointestinal pain ("digestive pain"), pruritus ("dermatological problems (itching)"), chillblains ("dermatological problems (chilblains)"), disturbance in attention ("impaired concentration") and impaired work ability ("difficulty working and carrying out daily tasks, maintaining a sporting activity") and was found to have weight decreased ("unexplained progressive weight loss over several months, no loss of appetite,"). The patient was treated with non-drug therapy (endometrial resection in 2023). Essure (ess205) treatment was not changed. At the time of the report, the female reproductive tract disorder, arthralgia, myalgia, tendonitis, fatigue, feeling cold, memory impairment, amnesia, headache, anaemia, gastrointestinal pain, pruritus, chillblains, disturbance in attention and impaired work ability had not resolved. The outcomes for pelvic pain, weight decreased, joint deformity, diarrhoea, constipation, gingivitis and visual impairment were unknown. No causality assessment was received for essure (ess205) with regard to weight decreased, pelvic pain, arthralgia, myalgia, tendonitis, joint deformity, diarrhoea, constipation, fatigue, feeling cold, memory impairment, amnesia, gingivitis, visual impairment, headache, anaemia, gastrointestinal pain, pruritus, chillblains, disturbance in attention, impaired work ability or female reproductive tract disorder. The reporter commented: medical examinations in progress for the surgical intervention to remove essure implants. Actions taken to treat the patient in the healthcare facility: not specified. Period of occurrence onset of symptoms 2008 - worsening 2022. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 47 kg. Batch is not valid: 12275585. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-jan-2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female], gynaecological problems [female reproductive tract disorder], unexplained progressive weight loss over several months, no loss of appetite, [weight loss] , joint pain [joint pain], muscular pain [muscular pain] , tendinitis [tendinitis], progressive deformation of the joints [joint deformity], digestive disorders such as alternating diarrhoea [diarrhoea], digestive disorders such as alternating constipation [constipation], very great tiredness [tiredness] , significant chilliness [chilliness] , memory disturbance [memory disturbance] , memory loss [memory loss] , gingivitis [gingivitis] , sight disorders [visual disturbances] , headache [headache] , anaemia [anaemia], exhaustion [exhaustion] , digestive pain [gastrointestinal pain] , dermatological problems (itching) [itching] , dermatological problems (chilblains) [chilblains], impaired concentration [concentration impaired] , difficulty working and carrying out daily tasks, maintaining a sporting activity [impaired work ability] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 16-dec-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 55-year-old female patient who had essure (ess205) inserted (lot no. 12275585) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2008 she experienced pelvic pain (seriousness criterion medically important), arthralgia ("joint pain"), myalgia ("muscular pain"), tendonitis ("tendinitis"), joint deformity ("progressive deformation of the joints"), diarrhoea ("digestive disorders such as alternating diarrhoea"), constipation ("digestive disorders such as alternating constipation"), tiredness ("very great tiredness"), feeling cold ("significant chilliness"), memory impairment ("memory disturbance"), amnesia ("memory loss"), gingivitis ("gingivitis"), visual impairment (" sight disorders"), headache ("headache"), anaemia ("anaemia"), exhaustion ("exhaustion"), gastrointestinal pain ("digestive pain"), pruritus ("dermatological problems (itching)"), chillblains ("dermatological problems (chilblains)"), disturbance in attention ("impaired concentration"), impaired work ability ("difficulty working and carrying out daily tasks, maintaining a sporting activity") and female reproductive tract disorder ("gynaecological problems") and was found to have weight decreased ("unexplained progressive weight loss over several months, no loss of appetite,"). The patient was treated with non-drug therapy (endometrial resection in 2023). Essure (ess205) treatment was not changed. At the time of the report, the arthralgia, myalgia, tendonitis, tiredness, feeling cold, memory impairment, amnesia, headache, anaemia, exhaustion, gastrointestinal pain, pruritus, chillblains, disturbance in attention, impaired work ability and female reproductive tract disorder had not resolved. The outcomes for pelvic pain, weight decreased, joint deformity, diarrhoea, constipation, gingivitis and visual impairment were unknown. No causality assessment was received for essure (ess205) with regard to weight decreased, pelvic pain, arthralgia, myalgia, tendonitis, joint deformity, diarrhoea, constipation, tiredness, feeling cold, memory impairment, amnesia, gingivitis, visual impairment, headache, anaemia, exhaustion, gastrointestinal pain, pruritus, chillblains, disturbance in attention, impaired work ability or female reproductive tract disorder. The reporter commented: medical examinations in progress for the surgical intervention to remove essure implants. Actions taken to treat the patient in the healthcare facility: not specified period of occurrence onset of symptoms 2008-worsening 2022. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 47 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.